Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 511212 lead, implant date: (B)(6) 2019, pm3222 crt-p, implant date: (B)(6) 2019 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were removed due to infection. The implantable pulse generator (ipg) system was replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.